Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. Same case as MFR report #: 2134265-2009-02588. It was reported that during a percutaneous coronary interventional procedure, a burr detachment occurred. The totally occluded lesion being treated was located in the calcified and moderately tortuous proximal left anterior descending artery (lad). The distal lad also had a 99% stenosed lesion. Difficulty was encountered crossing multiples guide wires and balloons. However, using another wire and a microcatheter, the floppy rotawire was able to cross the lesion. Several ablations runs were performed successfully. The physician then noted that the advancer knob was not moving the burr, and removed the system on dynaglide. It was then noted that the burr had detached and remained in the artery. (B)(4) was performed, removing the burr from the calcified vessel, and a graft was made from the prox lad to distal lad. Pt status was reported as in rehabilitation and doing well. No difficulties with the wire were reported - the floppy rotawire guide wire was removed without incident. Analysis found a wire fracture.

Event description:
It was further reported via a journal article that the patient was suffering from respiratory distress and was transported via ambulance. On arrival at the hospital the patient was intubated for acute cardiac and respiratory failure. Hypokinesis of the antero-septal wall was observed on ultrasonic cardiogram and the patient was admitted emergently. The patient went into cardiogenic shock and was diagnosed with heart failure due to acute myocardial infarction, requiring immediate reversal of the cardiac ischemia. Emergent catheterization was performed assisted by catecholamine administration, respiratory support with intubation and intra-aortic balloon pumping. Severe ischemia led to a hemodynamic failure and immediate re-perfusion was needed. The patient and his family refused coronary arterial bypass grafting (CABG) surgery due to his advanced age, and percutaneous coronary intervention (pci) was begun. The lad was severely calcified, previously reported as calcified. As the drive-shaft of the rotablator burr and distal part of the rotawire guide wire were broken, arteriogram showed decreased coronary flow. Surgery was performed removing the rotablator burr and rotawire guide wire. The rotablator burr was buried in a highly calcified lesion, and there was no tunnel on the proximal side of the burr. Two bypasses were completed, one from the left internal thoracic artery to the distal lad and a second one from the saphenous vein graft to the aorta, corrected from previously reported as from the proximal lad to the distal lad. A mitral valve annuloplasty was also performed. The patient was extubated on the third post-operative day and weaned from iabp on the fourth post-operative day. On the 14th post-operative day, re-intubation was performed due to exacerbation of heart failure and dyspnea, however the patient was again extubated on the 19th post-operative day, leaving the coronary care unit on the 30th post-operative day with an improved general status. Cardiac resynchronization therapy with defibrillator implantation was performed on the 81st post-operative day because of heart failure showing ejection fraction of 20%. The patient's general state gradually improved and the patient left the hospital, walking on his own on the 101st post-operative day.

Manufacturer narrative:
Approx 2cm of the distal end of the guide wire was returned inside the burr. The distal end of the wire was sent to the analytical lab to determine the cause of the separation of the spring tip: "examination of the fracture surface revealed the presence of elongated dimple ruptures in a shear/tear overload direction with a slight bending action. Some microcracks along with smeared material were noted. No material anomalies were observed. Conclusion: the fracture surface was caused by a shear/tear type overload with a slight bending moment." A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs at the time of its release to distribution. Based on the results of the analytical lab, the guidewire was cut since the fracture was caused by a shear/tear type overload; therefore, the root cause is operational context. (B)(4).

Manufacturer narrative:
Article citation: endo g (2010). Emergent coronary artery bypass grafting after a broken rotablator drive-shaft. Interactive cardiovascular and thoracic surgery.(B)(4)